Manufacturer narrative:
The sensor broke in half, into two pieces upon removal. The broken pieces of sensor were successfully retrieved. No further investigation is required.

Event description:
On (B)(6) 2021, senseonics was made aware of an adverse event where sensor fragmented into two pieces upon removal and both pieces were retrieved successfully.